Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was unknown. It was reported that the patient was hospitalized for treatment. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional follow up will be performed.